Event description:
It was reported that unknown acculink in-stent restenosis occurred three years post implantation in the right internal carotid artery and balloon angioplasty was performed on (B)(6) 2008. In-stent restenosis occurred again and an rx acculink stent was implanted inside the first stent to treat the restenosis on (B)(6) 2010. Additionally, during this procedure, on (B)(6) 2010, the open emboshield nav 6 embolic protection device (epd) was inadvertently pulled back into lesion during advancement of a non-abbott dilatation catheter. The epd was pushed back into position using the dilatation catheter. When balloon dilatation was performed the open epd was again pulled down into lesion. The physician believed a larger filter was needed so, the epd was easily removed using the retrieval catheter. Non-abbott epds were used to complete the stenting procedure. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) (epd accidentally pulled from position). The unknown rx acculink is being reported under a separate medwatch report number. The migration of the filter basket can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, insufficient landing zone for the filter basket, user technique or handling. The device was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, information was received stating that the filter was accidentally pulled from position. It should be noted that the instructions for use (IFU)states: do not attempt to move the filtration element after deployment and prior to the start of retrieval. Maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. The tip of an interventional device should not contact the filtration element. Failure to maintain adequate distance between the filtration element and the guide wire step could result in inadvertent filtration element movement and interventional device tip / filtration element entanglement and / or filtration element / stent entanglement if guide catheter or sheath prolapse occurs. Although the migration of the filter was the result of inadvertent handling, the filter was not intentionally moved during the procedure. In this case, based on available information, the reported migration of the filter appears to be related to case circumstances and there is no indication to suggest a product deficiency.